Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 2 date of submission 10/03/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following: visual inspection revealed that the battery compartment was cracked. There was evidence of moisture corrosion found inside the battery compartment. A leak test was performed and a battery compartment leak was found. There was no evidence of moisture corrosion observed anywhere else on or in the pump.

Manufacturer narrative:
Follow-up # 1 date of submission 10/03/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following: visual inspection revealed that the display lens was scratched. During testing, the display was found to be dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged w/ moisture) issue. The reporter alleged that the display was scratched and difficult to read. It was noted that there was moisture inside the battery compartment. Reportedly, there was no physical damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.